Event description:
Attorneys report of the pt's body giving rise to chronic draining at the midline incision, causing her severe pain. After less invasive methods failed to resolve the pt's symptoms, the mesh was explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.